Manufacturer narrative:
The partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. A loss of electrical continuity was noted in the distal conductor. Electrical testing found the continuity was complete in the proximal conductor. Concomitant medical products: p1501dr implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.